Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an extension on (B)(6) 2009. It was reported on (B)(6) 2010 that the patient's extension had been replaced. Previous diagnostic tests revealed invalid/high impedance readings for several lead contacts. As such, a lead problem was initially suspected. (See MFR. Report #s 1627487-2010-02996, 1627487-2010-02997 and 1627487-2010-02988.) However, the impedance issues were resolved with the replacement of the patient's extension; her lead(s) remain implanted. The extension has been returned to the manufacturer for analysis.